Event description:
It was reported that the physician attempted to perform an atherectomy/ptca on a calcified, osteal lesion in the right coronary artery (contrary to IFU). The device would not cross, and it was advanced and twisted against resistance (contrary to IFU). It was noted that when the device was withdrawn from the pt, the polyurethane tip had separated and remained on the guide wire; it was retrieved from the pt with a snare device. A vessel dissection was observed close to the iliac bifurcation, which was successfully treated with a stent. Reportedly, the pt is doing well.